Manufacturer narrative:
One device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found the top jaw seal plate was missing. The missing seal plate was not returned for investigation. The customer reported that the wire is exposed on the device. The reported condition was not confirmed. The investigation did not find any exposed wires on the device or the device jaws. The investigation found the device's wires to be within specifications. An additional failure was found during the investigation; the device was missing its top seal plate. The reported condition was confirmed. The investigation found the top jaw seal plate on the device was missing. The device was disassembled and fluid ingress was found inside the device body. The fluid ingress indicate the device was likely subjected to multiple uses or reprocessing. The investigation identified the root cause of the reported event to be user error. The IFU warning states, this product is designed as a single use device. It has only been evaluated in testing to simulate single-use conditions. Subjecting the product to reprocessing or multiple uses could potentially affect the structure and components which could affect the function of the device. No update to the risk management file is required at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the low anterior resection surgery, there were exposed wires on the device jaws, but nothing fell into the patient's cavity. There was no patient injury.